Event description:
On the day of report, the patient visited the clinic because a pump alarm was heard. Upon interrogation, both a low and empty reservoir message were seen. The pump read that 41.1ml had been dispensed from the reservoir since the last update. It was seen that the low reservoir alarm had triggered on (B)(6) 2015 and the empty reservoir alarm had triggered four days later. The patient last had a refill on (B)(6) 2015. The device system was used to deliver gablofen. There were no known interventions performed and no outcome was reported. Further follow-up was being requested to obtain additional information.

Event description:
Additional information received reported that the patient had gone in for a refill on (B)(6) 2015, but it was never refilled.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).